Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false negative cefoxitin screen (B)(6) result for a (B)(6) patient isolate in association with the vitek 2 ast-p619 test kit. Due to the antibiotic profile of (B)(6) in the other families of antibiotics present in the card, the customer repeated the test. Repeat test yielded the same result. Testing of the isolate via (B)(6). The customer stated that the laboratory did not report the discrepant result to the clinician, and there was no impact to patient therapy. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in portugal reported a false susceptible oxacillin (false negative cefoxitin screen) result for staphylococcus aureus in association with the vitek® 2 ast-p619 test kit. Biomérieux internal investigation was conducted. However, the customer did not comply with biomérieux request for isolate or raw data. Evaluation of the manufacturing qc batch records for ast-p619 lot 499371120 passed qc performance testing. There were no issues observed with oxacillin (ox) or cefoxitin screen (oxsf) on initial qc performance testing. As the patient isolate was not submitted by the customer, no further investigational testing is possible. The investigation concluded the vitek® 2 ast-p619 test kits are performing as expected.